Manufacturer narrative:
The tech investigated the bed and was unable to duplicate the issue. The tech found the bed functioned as designed. The tech swapped the bed for a known working unit to satisfy the account requested. No repair was needed due to the bed functioning as designed. Based on this info, no further action is required.

Event description:
The nurse reported the right hand side rail was not latching. The bed was located in a pt room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).